Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room due to syncope. Upon interrogation, multiple noise reversion episodes causing pauses and one syncopal episode were noted on the right ventricular lead. There was an intermittent increase in ventricular threshold as indicated by autocapture. The patient was pacemaker dependent. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.